Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium closed male luer was loose. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they had rare occurrences of the port coming loose when instilling 5-fu via an elastomeric pump.

Event description:
Additional information: describe any patient harm, injury, complication or negative outcome that occurred because of the event: pt noticed some leaking when he went home but was able to reconnect and get all of his 5fu. The palo alto rn took a photo of the part that was leaking.

Manufacturer narrative:
Additional information: details added to b5 investigation results: it was reported that there was connection issues. One photo was taken by the customer that shows the location of the connection issue but does not verified the complaint. Due to no sample being returned an investigation can't be performed and a root cause could not be determined. A device history record review for model 10012241-0500 lot number 24045690 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr20242022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.